Event description:
It is alleged that patient received a cook gunther tulip filter on or about (B)(6) 2011. Also alleged: "on or about (B)(6) 2017, it was discovered that the cook filter struts had moved since the filter was placed, with several struts perforating outside of patient inferior vena cava." It is further alleged: "no earlier than (B)(6) 2017. Patient was caused to undergo medical treatment as a result of the failure of the cook filter. Patient has incurred significant medical expenses and has endured physical pain. As a result of the failure of the cook filter, patient has become impaired and will remain so in the future. Patient is required to attend regular physicians' visits and to undergo imaging studies."